Manufacturer narrative:
Additional information was received that this complaint is no longer reportable. The system displays data gathered from the rgm. If the rgm stops sampling due to a use condition, the rgm will stop providing gas measurements to the display and the displayed data will be blank or stop updating. In addition, system alarms would occur for these use conditions that notify the user and include user instruction for how to clear condition and resume sampling. The system provides the capability of monitoring gas data at the patient. In order to monitor gas at the patient, the user is required to ensure that the sample line and d-fend are properly connected and cleared of blockage. To prevent the temporary loss of data from the rgm in these situations, a redundant sensing design would be needed. This design change would not eliminate the issue entirely and only increase the complexity of the design and reduce the overall reliability of the system.

Manufacturer narrative:
A ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in potential of insufficient agent delivery less that -20% of setting. There was no patient involvement.